Event description:
It was reported that during a ventricular fibrillation (vf) episode, the anti-tachycardia pacing (atp) accelerated the rhythm, which was successfully terminated with shock therapy. No additional adverse patient effects were reported. This device remains in service.